Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose (bg) level was above 500 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer continued using pump for insulin therapy.